Manufacturer narrative:
As soon as ellex medical became aware of the incident, the calibration of the laser system and alignment of the optical paths was verified by ellex service through a paf (product acceptance fault record ) attached. All the parameters in alignments check supporting documents (B)(4) including offset in the paf are within the acceptance criteria which proves that the device is not at fault and is performing within the normal specifications. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated. Adequacy of device design: indications of parameters relevant to safety: anterior and posterior offset located on the laser head control knob are letter and colour coded. Accuracy of controls: offset range is well defined with the required tolerance. Adequacy of labelling: operator manual (included in attachment) includes sufficient instructions, warnings, precautions for the safe use of the device and the labelling is considered adequate. Risk management: review indicated that the risk control measures (ra tango reflex-08 in attachment) are adequate and within the normal use risk levels are acceptable. Customer complaints : the device has been in use for 2 years from the date of installation; no other untoward incidents related to device use were reported apart from this event. The patient was prescribed beta methasone drops after the surgery. He is being continuously monitored by the physician. After the follow up visits on (B)(6), it was observed that the patient visual acuity is unaffected and there was no cataract development. Any subsequent findings will be updated through a follow-up report.

Event description:
The event occured in (B)(6), doctor was treating a floater on a patient and accidentally hit the crystalline lens.